Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the hip that took place on (B)(6) 2016 a t-handle broke into two (2) pieces. While hitting the guide wire in the t-handle with a mallet, the t-handle broke. Also during the same procedure the cable wire was being put on the femur and part of the cable became caught on the tensioner. There is a piece of cable and wire stuck in the tensioner due to the surgeon cutting the cable and attempting to get it out using a wire, the wire got jammed in the tensioner as well. There was no reported delay in surgery or patient harm. Concomitant devices reported: guide wire (part unknown, lot unknown, quantity 1); cable wire (part unknown, lot unknown, quantity 1). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A device history record review was completed on part # 391.201, lot # p506782. Release to warehouse date: 25-sept-2001, supplier: (B)(4). A review of the device history record(s) showed that there were issues during the manufacture of the product but are not relevant to the complaint condition. A manufacturing investigation was performed on the subject device (cable tensioner, part # 391.201, lot # p506782). The returned 391.201 tensioner had a wire lodged within the chuck jaws. Upon further inspection, the head of a wire brush was lodged within the assembly as well. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Visual inspection of this tensioner captured the wire lodged within the chuck jaws. Upon further inspection, the head of a wire brush was lodged within the assembly as well. Following removal of the broken wire piece and the broken wire brush, the device was found to function as intended. No manufacturing related issue was identified and/or confirmed. This complaint is confirmed. No product design issues or discrepancies were observed. It is most likely due to a wire being lodged inside the tensioner and attempted removal with wire brush led to wire brush being trapped also. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.